Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that the patient suffered debilitating pain and discomfort in her hips and legs on account of her asr right hip implant. Litigation further alleges that this interfered with the ability of the patient to perform daily activities. Update ¿ 11/11/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the patient was revised on (B)(6) 2016 to address elevated metal ion levels, synovitis, and inflammation. Adding sleeve/stem to the complaint. The complaint was updated on: 12/05/2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.